Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, a visual inspection was performed, and no anomalies were observed. In-house testing of the returned sensor, along with the in vivo data, indicated chemical degradation in one of the sensing areas; however, this was appropriately de-weighted by the system and was therefore not expected to contribute to the observed inaccuracy. The in vivo data also showed that quality flags were raised on two channels due to communication issues related to the sensor's internal electronic component, which contributed to noisy and inaccurate sensor glucose values. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 06 oct 2025 g3. Date received by the manufacturer? 06 oct 2025 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 3231,628 h6. Investigation conclusions updated to 4307.